Event description:
The instrument was used during a gastric bypass, the instrument was fired and the jaws would not open. After manipulating the "dlu", the instrument slid off and the "dlu" opened. Used another instrument to complete the procedure. No pt or tissue injury.